Event description:
It was reported that an ilet user experienced elevated blood glucose for about two hours shortly after an infusion set change, with sensor glucose at 264 mg/dl and a confirmatory fingerstick at 232 mg/dl; tubing flow was observed and a site-only change was performed using an inset 23" set, after which glucose trended down to 193 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.